Event description:
It was reported to philips that the system generated an alert indicating fluoroscopy failed, preventing imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use at the time of event occurrence. The diagnostic procedure was completed by moving the patient to another room. A philips field service engineer (fse) conducted an onsite analysis of the system log, which indicated that the tube's high voltage (hv) was out of range. Further troubleshooting revealed a failure in tube adaptation. Additionally, the technical investigation identified errors associated with the power inverter. The fse replaced the power inverter. After replacement, the system was returned to good working order. The codes have been updated based on the investigation's outcome.